Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.